Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power and a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed off no power without a low battery alert warning. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with currents in specification. No unexpected battery power loss. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.